Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a packing coil lp, ruby coil lps, and a non-penumbra microcatheter. During the procedure, the physician placed three ruby coil lps in the target location using the microcatheter. The physician then successfully placed another packing coil lp in the vessel. While power injecting contrast, the last packing coil lp placed was pushed from the gda to the right hepatic artery. It was reported that the physician did not have a small enough snare device to be used to remove the packing coil lp due to the tortuosity and diameter of the vessel. Therefore, the packing coil lp was left in the right hepatic artery. The physician decided to end the procedure at this point. There was no report of an adverse effect to the patient.